Event description:
It was reported that the lesion was located from the distal right coronary artery (rca) to the post lateral artery (pla) and was moderately calcified and moderately tortuous. Lesion was accessed using a bmw and a cougar guide wire and pre-dilated with a 1.5x10 trek balloon. The 3.5x28 xience v was advanced but could not be negotiated into the lesion due to the anatomy. During the negotiation, the stent shaft broke near the hub, outside the patient. The entire system was removed and a 3.5x28 xience prime was successfully deployed. Post-dilatation was done using a 3.0x15 trek nc and a 3.5x25 trek nc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: bmw, cougar; guide cath: 6f ebu 3.5 launcher. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.